Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used during an unk procedure. According to the complainant, the retrieval basket opened, but would not close during the procedure. In addition, the complainant indicated the basket was "defective." There were no pt complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for eval. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed.